Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer would check the tubing and then resume insulin delivery. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshooting to determine a possible cause of the occlusions.